Manufacturer narrative:
Sc-1132 (sn (B)(4)) the complaint of difficulty charging was not confirmed. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum current and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate of 4mv per day, which is within the expected range. Device exhibits normal charging and discharging characteristics.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. It was noted that the ipg was close to the surface of the skin. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. It was noted that the ipg was close to the surface of the skin. The patient underwent a revision procedure wherein the ipg was replaced and relocated. No device malfunction was suspected. The patient was reportedly doing well post operatively.